Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure, the patient had a 3cm x 5cm second degree burn to the skin on the under the cautery pad on the right thigh. The burn was discovered when the pad was removed. A piece of the skin came off the patient and was stuck to the pad upon removal. It was initially treated with bacitracin/polymyxin b in or upon discovery and treated with wound dressing with a silicone foam dressing after seen by wound nurse.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the gel and adhesive in poor condition. Functional testing found that the device was received stuck to a plastic bag. The gel and adhesive had wear. Residue observed on the gel. Border adhesive was no longer sticky. Continuity was measured and was in spec. Terminals were inspected and resistance was measure. No damage was found and resistance was found to be in spec. Wire conductors were inspected and found to be in good condition. Pa personnel cannot determine how the damage to the adhesive occurred. It was reported that the patient had a 3cm x 5cm second degree burn and the pad adhesive was aggressive. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged adhesive. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.